Event description:
The pt went through a security gate and felt a shocking or jolting sensation when the implantable neurostimulator was turned off and then back on (symptom location not reported). The pt was at home at the time of the complaint. A follow up appointment with his hcp had been made. Add'l info has been requested. A follow-up report will be submitted if additional info becomes available.